Event description:
Hovermatt was in place on the operating room table when the patient was placed in lithotomy position, prepped, and draped for surgical procedure. When the table was placed in trendelenburg, there was an observed slippage towards the head of the table. The plastic material component of the hovermatt was thought to be the cause of the slippage. The hovermatt had to be removed from the patient.